Manufacturer narrative:
The actual date of event is unknown. No product will be returned. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had received unit with note saying send in the latch is broken on front door which was resolved with replacement of the latch assembly. There was no patient involvement.